Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2020. The patient had an episode of ventricular tachycardia (vt) storm which terminated with external defibrillation. A log file review was requested. The log file captured a few low flow events on (B)(6) 2020. These occur at times when pi is elevated. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. In addition, the log showed a series of low speed advisories due to the set speed being briefly set below the low speed limit. This resolved when the low speed limit was manually reduced. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the low flow alarms resolved. Vt terminated with external shocks. The pi events also resolved. The patient is intubated sedated on continuous veno-venous hemodialysis (cvvhd) due to acute kidney injury (aki). He is status post (s/p) aicd (automated implantable cardioverter defibrillator) removal today due to bacteremia, with vt today as well. Continuing with anti-arrhythmic meds, antibiotics, ccvhd and supportive care. It was reported that the vad team sent a second log file for review as the patient had an (lactic acid dehydrogenase) ldh rise up to 2846 on (B)(6) 2020 and is now back to 400's. The event log did not capture any unusual events. Vad and peripheral equipment appear to be functioning as intended. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed low flow alarms. Although a specific cause for these alarms could not conclusively be determined, the account said that they resolved after ventricular tachycardia (vt) resolved. Additionally, a specific cause for the reported elevated ldh, infection and renal dysfunction, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determine through this evaluation. The submitted controller event log files contained data from (B)(6) 2020 at 17:58:53 to (B)(6) 2020 at 10:07:54 and (B)(6) 2020 at 14:30:03 to (B)(6) 2020 at 13:51:47. There were numerous events where the calculated flow was below 2.5 lpm, resulting in 6 low flow faults and 2 low flow alarms. Despite these alarms, there were no other abnormal events captured. The pump operated at the set speed for the duration of the log file. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(4)were reviewed and showed no deviations from manufacturing and quality assurance specifications. The pump was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia, infection, hemolysis and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. This IFU and the hm3 lvas patient handbook both outline care instructions for preventing infection. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was treated with bivalirudin IV. The patient was home and doing well.